Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. The stent detached from the sds and was not returned for analysis. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. Stent crimp markings were visible on the balloon walls and the balloon wings were slightly relaxed from original folded position. A visual and tactile examination found were multiple hypo tube kinks 735mm and 746mm distal of the distal end of the strain relief. It was also noted that hypotube shaft was damaged in several locations along the shaft, appearing as if the coating was peeling off. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on new information received on 20-feb-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.75x12mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed intact. No patient complications were reported and the patient's status was stable. However, additional information revealed that the stent was somehow lost while on the table.